Manufacturer narrative:
This report is submitted on november 03, 2023.

Event description:
Per the clinic, the patient experienced poor sound quality and decreased performance with the device use. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.